Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a transabdominal hysterectomy, bilateral salpingo-oophorectomy, posterior vaginal repair and liposuction of abdomen. Following insertion, the patient experienced extrusion with undergoing several trimmings, vaginal and bladder infections, surgical repair of a ruptured colon, hernia repair, diarrhea, constipation, vaginal bleeding, hematuria and dyspareunia. The patient underwent revision with excision on (B)(6) 2011 due to mesh extrusion/erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and incontinence. It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient concurrently underwent tahbso, posterior repair and enterocele repair. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.